Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure high pacing threshold and diaphragmatic stimulation was observed on the left ventricle lead when attempted to be placed. A new left ventricle lead was used, however the same issue occurred. Lastly left ventricle model 4671 was used in which the measurements were favorable and within range. The procedure was completed with no further complications. No adverse patient effects were reported. No leads were available for return and analysis.